Event description:
The customer reported that the system displayed an x-ray disabled error message at boot up which prevented the system from completing boot up. Several reboots would not clear the error. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and universal node were replaced. The system was tested and found to be operating as intended.